Event description:
The remb sag saw was sent for evaluation due to running in safety mode prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.